Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch was failed. A field service engineer (fse) replaced latch and ran diagnostic to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, door constantly failed and issue with remote manager. Also affected in sma2ir2 and the sma1stress refrigerators. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.